Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their sensors not communicating calibration information and the device alarmed. Customer states that they charged the sensor fully and continue to receive the error alarm. During troubleshooting, customer was asked if the device sensor was flat against their skin. Customer stated it was. Next, customer was asked to attach the sensor to the charger. Customer stated the device flashed red and that they have never changed the battery before. Afterwards, customer was advised to reinsert device. Customer states device is functioning. Customer's blood glucose level was 169 mg/dl at time of reporting. Nothing further reported.